Manufacturer narrative:
This supplemental report is being submitted to provide results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the suggested event could not conclusively specify the root cause of the suggested event. The device was inspected and confirmed that the biopsy channel was unable to be passed through since the endo therapy accessory remained in the biopsy channel. Therefore, the device did not meet the specifications nor the function. No adverse event was occurred. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device inspection, the duodenovideoscope exhibited whitish foreign material that was found inside of the air/water cylinder and the channel tube was clogged. There were no reports of patient involvement.